Event description:
Upon interrogation of this device, there appeared a pop-up window warning the user that excessive current drain was occurring in the device. It was recommend that this device be explanted. On (B)(6)2010 - device was returned. This device was explanted on (B)(6)2010, and replaced with cylos dr, (B)(4).